Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with technical support, customer reported not to have removed air from the cartridge during the loading sequence. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.